Event description:
Pacing threshold of the rv lead increased to 7.5 v and the threshold of this ra lead was also elevated. Dislodgment of both lead was seen. The patient was hospitalized. Chest x-ray was done for diagnostic reasons. Rv lead has been repositioned and this ra lead has been replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.